Event description:
A customer reported that a patient developed a corneal lesion near the incision during a cataract with intraocular lens implant procedure. It was reported that the equipment was not producing ultrasound. The case was completed with the same equipment without delay. Additional information has been requested, however none is expected.

Manufacturer narrative:
The company representative examined the system and the report of system had no u/s (ultrasound) power could not be replicated. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).